Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had been having incrustation and irritation. The patient thought that she might be allergic to the latex in the foley catheter. No medical intervention was reported.

Manufacturer narrative:
Per investigator information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient had been having incrustation and irritation. The patient thought that she might be allergic to the latex in the foley catheter. No medical intervention was reported.